Manufacturer narrative:
No device failure. This report is submitted to provide info related to the adverse event involving removal of a spinal fixation device. There was no info reported to suggest that the implanted device failed to provide the necessary fixation as originally intended. Info indicates that the pt's condition predisposed the event. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A pt underwent a revision surgery to remove an implanted lumbar fixation device because of continued pain. A full decompression was performed at the affected level with no further placement of hardware.